Event description:
It was reported that an asymptomatic patient presented in clinic during follow up after receiving a vibratory alert for non-sustained lead noise for post paced t-wave oversensing on the near field channel. Mismatch in near field and the far field channel resulted in non-sustained lead noise trigger. Reprogramming the device was performed.